Manufacturer narrative:
Name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula at an abdominal site, and also patient experienced a high blood glucose event of 440 mg/dl that lasted for 3 to 4 hours. The high blood glucose event was treated using the insulin pump on (B)(6) 2026.